Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00287, 00288, 00289, 00290, 00291, 00292.

Manufacturer narrative:
Conclusion: product did not contribute to event. The device was visually examined and photographic images were made. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 089849856. The device history record was reviewed and product was manufactured to specifications and met all acceptance/inspection criteria. (B)(4) - evidence that product in specification when used.

Event description:
Allegedly revised due to pain.